Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 419388 lead implanted (B)(6) 2005. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received multiple shocks and possibly inappropriate therapy for supra ventricular tachycardia (svt) in the ventricular fibrillation (vf) zone. Initially, the device withheld therapy until the rate exceeded the application zone with acceleration of vf. It was also reported the lead displayed high threshold approximately three months prior to this event. The device and lead remain in use and no further patient complications have been reported as a result of this event.